Event description:
Customer had a reading of 385 mg/dl around 7 am. That day. Customer said this was high and she took 6 units of novolog by injection, as she was not sure if her spirit brand insulin pump was working properly. Customer then laid down to rest and had a seizure around 9 am. Her son called the emts, and they arrived in less than 10 minutes. When they arrived, they tested customer on their meter at 40 mg/dl. They gave the customer glucagon and a shot, customer did not know what was in the shot. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).